Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving morphine 40mg/ml at 6.905mg/day via an implanted pump. Indication for use was noted as chronic low back pain and non-malignant pain. It was reported that the pump was empty. The pump was alarming and the patient wanted to have it silenced. It was reported that 30 days ago was when the pump refill should have occurred, on (B)(6) 2016. The patient was not a good historian. The hcp reported that a few months ago the patient was "fired from the doctor" for non-compliance in (B)(6) 2016. The patient had experienced no underdose or withdrawal symptoms. It was noted that the patient had experienced "bad health" unrelated to the drug infusion system/therapy so the pump was empty and had not been refilled. There was no clinician programmer available. The reason the patient felt that the pump was empty was because of the time lapsed since last refill date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.